Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing chest pain, shortness of breath and dizziness. The right ventricular lead exhibited intermittent sensing, loss of capture, low impedance and insulation anomaly due to fracture. The lead was capped and replaced on (B)(6) 2013.